Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient experienced a ¿lead fracture in a delayed fashion¿ of their percutaneous, MRI -compatible lead. The fracture reportedly occurred ¿where the lead emerged from the inject anchor and took a sharp right angle.¿ the hcp noted that this seemed to be a ¿point of repetitive stress.¿ no additional information was reported; no complications were reported or anticipated.